Event description:
Customer reported, she has a replacement insulin pump and is having issues. The battery only lasts a week when it should last a month. The device alarms no delivery when there is nothing wrong. Customer's blood glucose was 327 mg/dl. The device history showed a battery out limit alarm. Customer was advised a battery out limit alarm during normal use may indicate a loose battery cap. Customer stated the battery cap is never loose. Customer was advised of the possible causes of no delivery alarms. She stated the cannula is not bent most of the time. Customer has not had any of the possible causes of no delivery alarms. She stated she only inserts in the buttocks and uses the same infusion set. She is not willing to try other sites of infusion sets. Customer declined further troubleshooting and is having the device replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, off no power test, reset error test, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No excessive no delivery alarm, battery out limit alarm, or unexpected low battery alarm were noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.